Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model 8806061 port and catheter allegedly experienced a fracture. This report was received from one source. The device was used inside of the patient, with no reported patient injury. The patient involved was is a fifty-seven year-old male, of fifty-eight kgs.

Manufacturer narrative:
The device for the one reported event is expected to be returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model 8806061 port and catheter allegedly experienced a fracture. This report was received from one source. The device was used inside of the patient, with no reported patient injury. The patient involved was is a (B)(6) year-old male, of (B)(6) kgs.